Event description:
It was reported, the subject device displayed a seal cycle error. The issue occurred during procedure and the low interior resection therapeutic procedure was completed using a similar device. The device was inspected prior to use with no abnormalities noted. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.